Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that both cuffs successfully captured the needles during needle deployment. However, the link was pulled from the swage end of the posterior cuff while retracting the needle plunger. A link pull would result in a failure to retrieve the suture during needle plunger retraction and could appear very similar to the reported link-to-cuff detachment experience. Link-to-cuff detachment indicated that there was resistance while retracting the needle plunger. However, during lab testing, the plunger was inserted and retracted successfully without any observable resistance that could potentially result in the link detaching from the posterior cuff. Also, there was no damage to the suture to suggest that the suture might have been dragged through the device which could have contributed to the link-to-cuff detachment while retracting the needle plunger. Based on our investigation, the probable cause for the link pull from the swage end of the posterior cuff could not be determined. However, challenging anatomical conditions combined with abruptly pulling out the needle plunger after needle deployment could contribute to link detachment, but this can not be confirmed. No manufacturing or quality deficiency was detected. A review of the device history record did not reveal any relevant non-conforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after a coronary stenting procedure. Reportedly, the plunger was retracted from the device body and only the link was attached. The device was removed and another proglide was successfully used to achieve hemostasis. There was no calcification noted at the access site. The patient did not experience any adverse effect. Though requested, no additional information was provided.